Event description:
It was reported that during a radio frequency ablation procedure using a blazer ii htd temperature ablation catheter a "temperature error" occurred. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, they functionally tested the steering of the catheter and found the catheter's steering worked as expected and no abnormal resistance was noted. They then tested the catheter's electrical circuits, and the device was found to be within specification. Finally, test ablations were performed with a known good system and the catheter performed as expected and no error messages or issues emerged. The returned blazer ii catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No problem was detected with the returned device that could have caused or contributed to the temperature issues seen in the field, nor were any other types of defects identified during the investigation. Ultimately the cause of the temperature error could not be determined.

Event description:
It was reported that during a radio frequency ablation procedure using a blazer ii htd temperature ablation catheter a "temperature error" occurred. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.